Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not returned to baxter for evaluation, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no patient injury.